Event description:
It was reported that the patient was having symptoms of left upper extremity, as well as neck and facial swelling with pain due to thrombus and occlusion. It was deemed medically necessary to remove the pacing system to perform a venoplasty of the left innominate vein stent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.